Event description:
It was reported that during a da vinci-assisted sigmoid colectomy, the customer encountered difficulty sealing tissue with a vessel sealer extend (vse) instrument. Tissue was sticking to the instrument. In addition, the customer indicated that the vse instrument failed to achieve a complete seal after multiple attempts by the surgeon. There were no errors recorded, and each seal cycle completed with the expected audible confirmation tones. The target tissue was less than 7 millimeters in size and had not been exposed to chemotherapy or radiation therapy. The jaws of the vse instrument did not come into contact with any liquids, biological debris, clips, sutures, staples, or other metallic objects. The customer indicated that they did not cut any tissue that was not fully sealed; therefore, there was no injury sustained by the patient. A backup instrument was used and the procedure was completed as planned with no delays.

Manufacturer narrative:
Intuitive surgical, inc (isi) did not receive a da vinci product to perform failure analysis. The system logs show that the vse instrument was installed 4 times and passed homing all 4 times. The first two installs did not have any cut or seal events logged. The data logs show 100 total seal events and 68 total cut complete events, nearly all of which occurred on the third install. The fourth install had 1 seal event followed by one jaw angle open event, followed by another seal event, and the final recorded event was a cut complete. There were no errors relevant to the reported complaint was seen.